Event description:
It was reported that, outside of surgery on (B)(6) 2023, battery pack reportedly exploded within the pharmacy areas of a hospital in (B)(6). There was no patient involved and no impact to user. Due diligence information is in process. No additional information available at the moment.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: south africa. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the provided pictures identified battery expulsion within the seal sterile packaging of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.